Manufacturer narrative:
A medtronic representative inspected the navigation onsite and confirmed the axiem box was not functioning properly and caused multiple instances of system shutdown and frozen screens. Trouble shooting was performed using a different axiem box and the representative noted that the 'navigate' led on the original axiem box never illuminated, but did on the other box. The representative also noted that the instrument lights never lit up either. The axiem box was replaced and the issue was resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect part was returned to the manufacturer for evaluation and no fault could be found. Functional testing and visual/physician examination was performed and the issue could not be duplicated. The axium unit was connected to a test system with the ent application. Registration, tracking, and accuracy looked normal on all 8 tool ports. The tools were connected and disconnected from each port multiple times and the system remained functional.

Event description:
A site representative reported that while in a catheter based procedure, the navigation system became unresponsive and rebooted itself during surgery. The representative reported that the issue occurred only in the axiem shunt procedure. There was no issue when navigating in optical procedure. There was a 20-25 minute delay to the surgery. The site was able to complete the surgery using navigation and there was no impact on the patient outcome.